Event description:
During an atrial fibrillation procedure, the angle of the catheter appeared more extreme than expected given the catheter orientation. Upon removal of the catheter from the patient, the tip was noted to be physically broken. The catheter was replaced to continue the procedure with adverse effects to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed the root cause of this issue was determined to be a design/process issue.